Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cse ordered the customer new calibration material for (B)(6), and acid and base solutions. The cause of discordant, (B)(6) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on one patient sample upon repeat on an advia centaur xp instrument. The sample was repeated in duplicate and both resulted non-reactive. The discordant result was not reported to the physician(s). The sample resulted as expected upon initial run and last repeat on the same instrument. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.